Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 394mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus of 40+ units of insulin and remains high on bg meter. Customers received assistance checking bg level from paramedics. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.